Event description:
Same case as 6000089-2007-01305. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to treat the 90% stenosed lesion located in the calcified, moderately tortuous mid to distal right coronary artery (rca) and posterior descending (pd) artery due to a dissection. The lesion was pre-dilated with a non bsc 2.5 x 14 mm balloon at the mid rca and pd. A taxus express2 2.5 x 16 mm drug eluting stent was then implanted at the rca and pd. A taxus express2 3.0 x 28 mm drug eluting stent was then placed from the proximal to mid rca. The physician then placed a taxus express2 3.0 x 28 mm drug eluting stent overlapping the previously placed stent from the mid to distal rca. Post dilatation was performed, unk type and size balloon. Ivus was then performed and the physician attempted to place a taxus express 2 2.5 x 16 mm drug eluting stent to the distal rca, but was unable to cross the previously placed stents. Upon removal it was noted that the stent strut was lifted up. The lesion was post-dilated with a 3.5 mm non bsc balloon. A 2.75 x 20 mm liberte bare metal stent was advanced, but could not cross. It was noted the stent strut was lifted up. A non bsc 2.5 x 18 mm stent was advanced, but again unable to cross the lesion. The procedure was then completed without further treatment. No patient complications were reported. Patient status post procedure was reported as "good".